Event description:
This companion 2 driver was not supporting a patient. The customer reported that during a routing system check, the companion 2 driver exhibited a loud alarm. The driver was turned off and restarted. Upon re-start, the companion 2 driver successfully completed a system check. The driver wast at 0 bpm (beats per minute) when it exhibited a "single compressor malfunction" notification on the alarm banner. The driver was restarted, and while pumping on a normotensive mock tank (patient simulator) at 125 bpm, the "single compressor malfunction" alarm reappeared. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver was returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.